Event description:
Caller reported a cartridge alarm 30 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to use mdi as a backup therapy.